Event description:
It was reported that the device will intermittently not operate on battery power. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.